Manufacturer narrative:
(B)(4).

Event description:
It was reported that, following a fall about 3 weeks prior to this report, the patient experienced an overstimulation sensation. Stimulation was increasing by itself. The manufacturer representative (rep) was noted to have ¿reset it,¿ reprogrammed it, and it was working great. Then it acted up again. The stimulation location had moved and it was not in his feet where it was supposed to be. The patient then met with the rep who had it set perfectly. It was noted that the right leg lead may have moved because when the right one was turned up, he would feel it in the left leg too. Stimulation felt like throbbing and like it was turning up slowly by itself. Stimulation had been turned down 3 times and each time, 10 minutes later it would gradually start to increase by itself. Stimulation was then turned off because the patient couldn¿t take it anymore. Stimulation would wake him out of his sleep. Additional information received reported that the patient had x-rays performed on (B)(6) 2015 and everything looked in place. The patient had to take oral pain medications for the pain. The doctor said there was nothing wrong. The patient noted it felt like something was sticking out and it was sore where he fell on his side. Follow-up was performed to determine if there was a 50% or greater reduction in symptoms, if any troubleshooting had occurred, if the cause of the event was found, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient was scheduled for a lead revision on (B)(6) 2015. Follow-up was going to be performed following the revision to determine the outcome of the revision. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial # (B)(4), product type: recharger. Product ID: 97740, serial # (B)(4), product type: programmer, patient. Product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that it was confirmed via x-ray that the patient¿s leads did move following their fall. The patient will be having a revision surgery however a date had not been set at the time of this report. The patient met with their manufacturer representative for a final attempt at reprogramming but it did not resolve the issue. The outcome of the revision was unknown as it had not yet been scheduled; however, if additional information is received a follow-up report will be sent.